Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button 1 of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product was not available, and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a percutaneous coronary intervention (pci) procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 6fnon-cordis sheath was used. There was no vessel tortuosity at the femoral puncture site. The device was stored according to the IFU, and the tension indicator was aligned with the markers on the handle halves before deployment was attempted. The button could not be depressed at all. The device storage temperature did not exceed 25 °c, and there were no kinks observed in the sheath or device after removal. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormalities were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to verify the functionality of the device. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence without difficulty. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product was not available, and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a percutaneous coronary intervention procedure with a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have greater than 50% stenosis at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 6fnon-cordis sheath was used. There was no vessel tortuosity at the femoral puncture site. The device was stored according to the instructions for use (IFU), and the tension indicator was aligned with the markers on the handle halves before deployment was attempted. The button could not be depressed at all. The device storage temperature did not exceed 25 °c, and there were no kinks observed in the sheath or device after removal. The device will not be returned for evaluation.